Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stimulator (ins) moved. Patient stated she was "having trouble with" the middle part of her back where the lead wires are located starting in (B)(6) but it got better. Patient stated the same issues happened again in (B)(6) so she is concerned the stimulator moved to know what to do.

Manufacturer narrative:
Coding updated to reflect new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the reported issues were that the patient's scoliosis had progressed, causing their back to move. The device had not moved. This put the "large battery" near the spine, pushing against their ribcage when sitting. It was stated the ins would be explanted on (B)(6) 2020. Explant due to unrelated patient diagnosis.